Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the food and drug administration (FDA) on (B)(6) 2019 regarding a patient receiving unknown drug (100.0 mcg/ml at 75.67 mcg/day) from an implanted infusion pump. The indication for use was non-malignant pain. It was reported the patient's pain level was not being relieved by the pain pump. The healthcare provider (hcp) increased the daily dosage of the pump. The patient repeated concern to the hcp that the pump was not functioning properly as the pain level was too high. The pump's daily dose was increased again. A concentration change and addition of prialt to the pump was recommended. The patient had a bolus at 103.44 mcg/day 4 times a day. The patient continued to voice their concern that there was something wrong with the pump as the pain level was out of control. The hcp attributed the pain to the patient's crps evolving. The fentanyl concentration was changed to 200 with a daily dosage increase to 100.09 mcg/day. On an emergency visit, the patient noted the pain was intolerable. The patient was desperate for relief and the past three months including this month have been a series of increasing the pump and unrelenting pain. The patient noted there was fluid leaking inside their mouth on the left side, with unrelenting headaches. The concern was a spinal fluid leak. The hcp was to perform a dye check on the patient's pump. The hcp increased the dosage on the pump, despite the patient's objection that it will not get any relief as they believe the fluid is leaking into their mouth. The patient was scheduled for a catheter dye study. The infusion rate was increased to 114.86 mcg/day and the bolus was at 188.00 mcg 6 times a day. The dye study was performed in 2019. It was noted the patient had no communication with the hcp regarding their pain levels or inf the increase was providing relief. The patient met with a manufacture representative and advised them about the lack of pain relief. It was noted the patient had a fall in the past but the issue did not start right after the fall. The dye study indicated a blockage at the site of the catheter. The hcp was able to clear the blockage with pressure and the dye indicated profusion. The patient did experience side effects of back pain and low grade fever. Despite three phone calls, no one from the hcp's office has followed up with the patient. The patient thought their pump should be flushed every 30 days and it had never been flushed or rinsed. The patient had an appointment tomorrow with the hcp. The event date was noted as (B)(6) 2018.